Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, that prior to use touch cardiosave hybrid type b plug (iabp) malfunctioned. Touch screen was not responding. No patient involvement reported.